Manufacturer narrative:
One duodecapolar, inquiry steerable diagnostic catheter was received for evaluation. Visual inspection revealed electrode rings 2-19 were found displaced and had migrated towards the distal tip. Electrodes 1 and 20 met specifications of acceptable resistance values. Electrodes 2-19 read as open circuits and were displaced. Electrodes 2-19 were displaced from their intended locations on the shaft. The conductor wires were fractured and detached from their respective electrode rings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of displaced electrode rings and fractured conductor wire remains unknown.

Event description:
During a supraventricular tachycardia procedure, a displaced electrode was noted. While in the right atrium, there was no signal noted on the ep system. Upon inspection of the catheter, it was noted that the electrodes were not correctly arranged and the spacing was not correct. Another catheter was used to complete the procedure with no consequences to the patient.